Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump for failure code 810:04. The reported condition was confirmed due to air-in-line (ail) out of calibration. The ail was recalibrated. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, CAPA-(B) (4) that is associated with this report.

Event description:
The facility representative reported a device with a failure code of 810:04. This condition occurred during programming/set-up. There was no patient injury or medical intervention necessary according to the facility representative. The software (B) (4) and will be categorized as a colleague 2006. There was no other information available.